Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance spike. After extensive testing of the device and lead, it was confirmed that there was a loose set screw. After the testing, the implantable cardioverter defibrillator (ICD) and rv lead were working fine and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.